Event description:
It was reported that during the embolization of an aneurysm, the coil prematurely detached from the delivery pusher in an unintended site while repositioning. The coil was retrieved using an alligator snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device was returned with the coil detached from the delivery pusher. The delivery pusher was not returned for analysis. The implant is normal in appearance. The attachment tether that holds the implant intact with the delivery pusher is visible at the proximal end of the implant; however, too small to determine the method of detachment. The implant will be sent for sem analysis to determine how the device detached. Root cause: the root cause of this complaint cannot be determined at this time.